Manufacturer narrative:
Post market surveillance for med consumables; csd manager. The customer¿s complaint of the blood tubing set separated and leaking at the drip chamber was confirmed. Photo was evaluated and the reported event of the tubing leaking was observed to be from the pvc tubing to the drip chamber blood filter top cap inlet port. The tubing was completely separated. The root cause of this failure was not identified as no product was returned. No device received-photo only.

Event description:
It was reported that the blood tubing set separated and leaked at the drip chamber in the ER.